Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2015 with the following findings: on investigation, the pump powered up to a dim verify screen. The auditory and vibratory features were operational. No tactile issues were found with the buttons. A battery compartment crack was found below the grip pad. Review of black box data did not find evidence of time/date reset to default after pump reboot. During evaluation, the pump would not retain the user programmed date and time settings when the primary aa battery was removed. Investigation revealed that the internal clock battery on the printed circuit board malfunctioned. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored and the battery compartment was cracked. This report is made based on results of investigation completed on 09/16/2015.